Event description:
It was reported by service report that there was fluid intrusion to the mattress. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: customer was informed of evidence of fluid ingress to mattress cover, but they declined replacement.